Event description:
It was reported that the patient had back surgery using rhbmp-2/acs. Reportedly, after some time, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4). Review of radiographic studies found as follows: 11/16/2008 ap, lateral and oblique lumbar xrays no instrumentation noted. Quality of studies is poor. Lordosis is preserved. No malalignment noted; (B)(6) 2009 MRI shows desiccation at l2/3. Normal lordosis, normal disc morphology at all other levels on sagittal views. Axial views appear to show small hnp right paracentral at l2/3; (B)(6) 2009 ap and lateral lumbar films show no interval change; (B)(6) 2009 single lateral interoperative view with retractors in place; (B)(6) 2009 single lateral interoperative view with retractors in place at l2/3; (B)(6) 2009 single ap view shows two gelpi retractors in place with interbody fusion spacer and 4 pedicle screws in place; (B)(6) 2010 lumbar MRI sagittal t2 shows single level instrumentation at l2/3 with interbody spacer. Axial t2 show tlif capstone inserted from the right. Minimal thecal sac indention noted at the back of the spacer. No stenosis noted. Screw trajectory satisfactory. Report of narrowing (stenosis) centrally at l2/3 is in error. No complication from surgery is apparent; (B)(6) 2010 xrays show rods and screws with crosslink in good position. On (B)(6) 2010 CT lumbar shows sold fusion at l2/3. Small layer of bone behind the spacer is seen without resultant stenosis. No bone of consequence within the canal. Some calcification is present in the region of prior foramen right l2/3. As facetectomy has been performed, foramen is effectively unroofed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with spinal stenosis l2-l3 with herniated disc, degenerative disc disease, discogenic pain and instability and underwent the following procedures: posterior lumbar interbody fusion at l2-l3. Implantation of peek spacer l2-l3. Posterior nonsegmented instrumentation l2-l3. Posterolateral fusion l2-l3. Lumbar laminectomy with foraminotomies and discectomy l2-l3. As per op-notes, "the disc space was reamed to 10mm and a 10 mm plif spacer was packed with bmp and put into l2-l3 place. Bone morphogenic protein was mixed with hydroxyapatite and placed in the posterolateral gutters and two 5.5 rods were cut and contoured in the appropriate amount of lordosis, put into place and tightened and torqued to the appropriate foot-pounds of pressure." The patient tolerated the procedure well and no complications were reported. On (B)(6) 2010: the patient underwent MRI of lumbar scan due to low back pain. Impression: previous fusion of l2 and l3. Pedicle screws are noted at each level. Metallic artifact causes some loss of detail. There is an extradural filling defect at the l2-l3 level, more on the right than on the left. This causes encroachment on the right neural foramen and impingement on the right nerve root. Minimal bulging at l3-l4 and l4-l5 without significant spinal stenosis. Some overgrowth of the facet joints can also be seen at each of these levels. On (B)(6) 2010: the patient presented with numbness and pain in both legs, which did not exist prior to the plif. On (B)(6) 2010: the patient presented for follow-up after MRI. Impression: lumbar radiculopathy. Narrowing at l2-l3 due to extra bone. On (B)(6) 2010: the patient underwent discogram at l3-l4, l4-l5 and l5-s1. There is clear evidence of bony overgrowth as a result of the plif procedure performed on patient. The patient experiences tremendous pain on a daily basis. On (B)(6) 2013: the patient underwent myelogram of the lumbar spine. Impression: previous anterior and posterior lumbar fusion l2-l3 with ventral extradural defect but no sleeve defects at that level. The patient also underwent CT of lumbar spine due to back pain. Impression: previous anterior and posterior lumbar fusion l2-l3 with osteophytes slightly narrowing the right foramen but no spinal stenosis or left foraminal encroachment. Posterior bulge of the disc and facet hypertrophy producing spinal stenosis and a mild bilateral foraminal encroachment l3-l4. Posterior bulge of the disc and facet hypertrophy slightly narrowing the foramina without spinal stenosis at l4-l5. On (B)(6) 2013: the patient presented with bony overgrowth.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent spine fusion surgery on the lumbar region of her spine from vertebrae l2 to l3 using rhbmp-2 from a posterior and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the lateral gutters). Patient's post-operative period has been marked by progressively worsening low back pain, with radiating pain and numbness in both legs. Radiographic imaging demonstrated subsidence of the interbody cage and bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Patient continued to experience chronic lower back pain, with pain radiating to both legs, numbness and tingling in both legs and feet, and muscle cramps and spasms. Patient experienced difficulty in sitting, standing, and walking for any extended duration, and required use of a cane and walker to assist in ambulation. Patient also suffered from bladder issues, anxiety, and depression. Patient was basically home bound and constantly took medication. These serious injuries prevented patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she otherwise suffered serious and permanent injuries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif at l2-3 and posterolateral fusion l2-3 using a peek spacer l2-3 and rhbmp-2./acs. P osterior nonsegmented instrumentation l2-l3. Posterolateral fusion l2-l3. Lumbar laminectomy with foraminotomies and discectomy l2-l3. 250 days post-op, a lumbar MRI with and without contrast was interpreted to indicate 'extradural filling defect at l2-l3 level, more on right than on left. Causing some encroachment on right neural foramen and impingement on the right nerve root. Minimal bulging at l3-4 and l4-5 without significant spinal stenosis. Some overgrowth of the facet joints can be seen at each of these levels.' At 339 days post-op, the patient presented for follow up with complaints of bilateral le pain, numbness and tingling from both thighs to both feet including her toes which started a year ago after her lumbar surgery. (B)(6) le emg showed a mild demyellnating and axonal asymetrical sensory motor polyneuropathy. Patient given neurontin 800 mg tid and naprosyn 500 mg bid. At 340 days post-op, the patient presented for follow up after MRI. Per the physician's notes, 'lumbar radiculopathy, narrowing of l2-l3 due to extra bone.' At 448 days post-op, a CT and fluoroscopic guided discogram was performed and interpreted to indicate 'alignment of fused vertebral bodies is normal with respect to remainder of lumbar spine. There is mild posterior disc bulges but no significant spinal canal stenosis. No subluxation or significant spinal canal stenosis.' At 653 days post-op, the patient underwent a caudal lumbar epidural steroid injection. At 749 days post-op, the patient underwent a caudal lumbar epidural steroid injection.

Event description:
On (B)(6) 2009 pre and post op diagnosis: spinal stenosis l2-l3 with herniated disk, degenerative disk disease, disco genic pain and instability procedure: posterior lumbar interbody fusion at l2-l3. Implantation of peek spacer l2-l3. Posterior non-segmented instrumentation l2-l3. Posterolateral fusion l2-l3. Lumbar laminectomy with foraminotomies and discectomy l2-l3 (B)(6) 2010: MRI lumbar spine findings: minimal bulging at l3-4 and l4-5 without significant spinal stenosis. Some overgrowth of the facet joints can also be seen at each of these levels. Exam otherwise not remarkable. Previous fusion of l2 and l3. Pedicle screws are noted at each level. Metallic artifacts causes some loss of detail. There is an extradural filling defect at the l2-3 level, more on the right than on the left. This causes some encroachment on the right neural foramen and impingement on the right nerve root. On (B)(6) 2010: physician visit. Patient claims excruciating leg pain bilateral paresthesias and pain since lumbar surgery 1 yr ago (B)(6) 2010: MRI built up some extra bone in the canal at the l2-l3 level, leg pain goes all the way down to the foot. Findings: lumbar radiculopathy. Narrowing at l2-l3 due to extra bone. Planned a discogram, l3-s1. On (B)(6) 2010: CT lumbar spine no contrast findings: multilevel fusion, no subluxation or significant spinal canal stenosis (B)(6) 2010: discogram with fluoroscopic guidance the discogram imaging was normal at each level. Discordant pain at l3-4 which was 2/3. Discordant pain at ls-sl, 3/3. We could not elicit patient's typical pain.